Event description:
Unomedical reference number (B)(4). Event occurred in the united states it was reported that patient found presence of blood in cannula on (B)(6) 2024. Event occurred within three hours of insertion. Insertion site was at abdomen. Blood glucose levels were 221 mg/dl at the time of event. Patient took correction bolus via pump and injection to address high blood glucose. No further information available.